Event description:
Information was received via required reporting of an off label use of the enterprise stents during coil embolization of two renal artery aneurysms. With review of this information it was noted that during the treatment of a 7mm wide necked aneurysm in the lower pole artery a 7mm x 15cm trufill dcs orbit coil herniated out of the aneurysm. This was treated with placement of an enterprise vrd with complete revascularization of the artery achieved. After placement of two enterprise vrd stents in a double barrel fashion (y-shaped) covering the entire wide neck 13mm upper pole bifurcation aneurysm, after placement of multiple coils, the microcatheter was unable to be re-advanced through the stent struts into the aneurysm. The procedure was completed and the patient was discharged the following day on 75mg of plavix daily with plans to reschedule at a later date to complete the filling of the aneurysm in order to avoid stent moving while trying to access the aneurysm.

Manufacturer narrative:
During workup of the pt with a history of arterial hypertension there was an incidental finding of a bilateral multiple fusiform renal artery aneurysm. After a bolus of 3,000 units of heparin to maintain an act of 3 200 seconds of the orbit coil was placed through a prowler select lpes as the framing coil. Follow-up angiography showed excellent coil positioning. Subsequently, two non-cordis hydrocoil were placed at which time a herniation of the framing coil was noted. The aneurysm was completely obliterated with further hydrocoil. Again follow-up angiogram showed an occlusion of the aneurysm. Since a significant coil herniation into the lower pole artery was noted, an enterprise stent was placed across the coil mass with revascularization and no thrombus. Next the larger wide neck aneurysm was treated. The microcatheter was placed over a microwire to the upper pole artery followed by a second microcatheter into the lower branch. Two 4.5 x 37mm enterprise stents were placed in a double-barrel fashion (y-shaped) covering the entire aneurysm and proximally kissing within the renal artery. Follow-up angiography demonstrated excellent distal flow without thrombus formation and reconstruction of the diseased segments. An unknown prowler was placed into the aneurysm and several 10mm diameter coils were positioned into the aneurysm followed by hydrocoil with near complete aneurysm obliteration. Angiography showed there was still a small distal inflow area. Several attempts of repositioning the catheter failed and the procedure was terminated. The wide necked characteristic of the lower aneurysm and subsequent placement of additional coils appears to have contributed to the orbit coil herniation into the unprotected parent renal artery after the orbit was initially placed with excellent positioning. The position of the second renal artery aneurysm along with the double barrel fashion y-shaped placement of two enterprise stents is are factors likely contributing to the inability to re-access the aneurysm through the stent struts in order to further treat the aneurysm. As sited in the instructions for use (IFU) the enterprise vrd is intended for the treatment of wide necked intracranial aneurysm. The IFU further precautions that the performance and safety of two or more overlapping stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. Because the lot numbers are not available for the orbit that herniated out of the aneurysm, the enterprise stents that could not be re-accessed and the unknown prowler that could not be repositioned through the stents are not known, a device history records for these products cannot be reviewed. Based on the available information, it appears that clinical and procedural factors contributed to the reported events. This is one of two product used during the same procedure on the same patient, which is associated with mfg report # 1058196-2008-00239.